Event description:
Customer reported the system image quality was poor; snowy on top and bottom of picture. No pt injury was reported.

Manufacturer narrative:
A ge representative evaluated the system and repaired it, but no information is available as to root cause of failure. System operates as intended.